Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring seal did not load properly. The seal was stuck in the upper loading area. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the delivery device was not returned. The visual inspection showed that the seal subassembly was left behind in the loader device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.